Event description:
Customer reported an occasional fault on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a monitor video connector. System operates as intended.